Event description:
This report summarized two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device, detachment of device or device component, perforation and positioning issue. These reports were received from various sources. Both malfunctions were involved patients with no reported consequences. Two female patients ages were ranged between 42 to 72 years old. Weight of one patient was provided as 235 pounds and the other patient weight was not provided.

Manufacturer narrative:
H10: the lot number was provided for one out of two malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for both malfunctions. For one of the two reported malfunctions, the investigation is confirmed filter tilt, limb detachment and perforation. The remaining malfunction is confirmed for positioning issue, therefore , trending device code a1502 was added to the malfunction. However, inconclusive for filter tilt, perforation of the inferior vena cava and filter limb detachment. Based upon the available information, the definitive root cause is unknown.the devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the 2 reported complaints, both lot numbers were not provided. The sample were not returned for evaluation. Of the 2 reported complaints, 1 medical record was not provided, and one medical record was provided and reviewed. The investigation is confirmed filter tilt, limb detachment and perforation of the ivc. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f. G2 filter allegedly experienced malposition of device, detachment of device or device component and patient device interaction problem. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. One patient age is (B)(6) years old, and female male and weight was not provided; however, other patients age, weight and gender were not provided.